Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: diarrhea. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 28-sep-2022 to ensure that the customer's condition had improved - able to establish contact with customer who stated she was still feeling the same and still having diarrhea. No medical intervention since the last call was reported. Customer stated she had tested that morning and had obtained result of 153 mg/dl fasting. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 161 mg/dl. The customer does not know their expected blood glucose test result range. At the time of the call the customer reported having diarrhea; medical attention was not needed at the time. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 02/26/2024 and open vial date is one week ago. The meter memory was reviewed for previous test result history: result 1 : 161 mg/dl date: 9/27 time: 10:00am fasting; result 2 : 147 mg/dl date: 9/26 time: 4:00pm fasting/before dinner; result 3 : 151 mg/dl date: 9/25 time: 12:00pm fasting; result 4 : 115 mg/dl date: 9/24 time: 6:00pm fasting/ before dinner.

Manufacturer narrative:
Sections with additional information as of 18-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.